Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no history from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. During testing, prior to priming the pump the pump displayed the appropriate warning to remind the patient to disconnect during prime. Unrelated to the complaint, the keypad was found to be torn near the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump.

Event description:
The reporter, the pt's mother, reported that on (B)(6) 2011, the pt obtained a loss of prime alarm on the pump, and primed the pump while it was still attached to him. The pt gave himself 28.8 units insulin. His blood glucose level was tested to be 40 mg/dl and he was transported to the hospital. The pt was treated with juice, and admitted to the hospital for one day. Troubleshooting revealed the pump was primed correctly, there were no kinks in the cannula and the insulin was handled correctly. The pt primed the pump while still attached and gave himself a large bolus of insulin. There is no evidence the pump was not functioning appropriately. However, as the pt became severely hypoglycemic and rec'd emergency medical attention while using the pump, this complaint is being reported.